Event description:
A nurse reported receiving an error in their precision xtra blood glucose meter. Additionally, it was reported that a patient in their nursing home was experiencing symptoms of hypoglycemia while attempting to check their blood glucose. The patient was diagnosed with hypoglycemia, and an injection of glucose was administered to the patient to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.